Event description:
A rn contacted baxter technical services ctr and stated hp felt overfilled and uncomfortable during drain 3/6. Hp reported that he also was nauseated, short of breath, had a distended abdomen, could not sleep and felt full at time of the event. Hp did not fell like he was holding fluid in limbs. Approx. 3500 mls was drained from hp via apd during call. Hp's parameters are fv = 2500 mls, lfv = 2500 mls, ida = 1700 mls, min dv% = 85%m 6 cycles, tfv = 17500 mls, and hp's lf solution is dextrose. No manual drain exchange was done before apd therapy. Hp had last fill volume of 2500 mls during previous apd therapy. Hp drained about 1500 mls during initial drain. All other drain volumes are unk. Therapy was not discontinued. Hp does not have congestive heart failure or cirrhosis. No alarms or drain phases were bypassed during therapy. Hp did not have any uf alarms, and hp's uf rate at time of event was -600. Hp has not had catheter problems. Hp stated that the final bag was the first one emptied during therapy. Root cause of this overfill event could not be determined. Despite multiple attempts by baxter to obtain add'l info regarding this event, no add'l info was available.

Manufacturer narrative:
The device was requested for evaluation, however the nurse was not interested in an evaluation or swap of the device.